Event description:
It was reported that the pump touchscreen was on, but the display remained black. There was no reported adverse impact to customer's blood glucose. After technical support assisted the customer, the issue resolved.